Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that during an implant procedure, the physician experienced difficulties inserting the right ventricular (rv) lead into the pacemaker device. The physician stated that after rv lead was initially connected on the ventricular port on the generator, no brady pacing nor spikes were visible on the electrocardiogram (ECG). The insertion of the distal pin was inspected visually and under fluoroscopy, and it was secured using a torque wrench. However, pacing still could not be confirmed, so the lead was removed from the device and re-measured. The lead data remained virtually unchanged. The physician suspected possible insulating substance (debris like material) might have been present between the setscrew and the pin. The physician opted to remove the pacemaker and opted for a new implantable device instead. The new replacement device and rv lead were implanted and connected. Brady pacing was successfully achieved. The procedure was completed successfully with no further issues. No additional adverse patient effects were reported. The pacemaker is expected to return to facility for analysis.